Event description:
Dr and scrub nurse deployed the evolution stent once the correct placement was confirmed. During the final deployment stage of the evolution stent the catheter should be removed so that only the stent stays behind. All strings should detach and the deployment device should be removed. This was not the case as when dr tried removing the deployment part of the product the whole stent was still attached to the device and the stent together with the deployment part came out together. Dr has placed many of these stents in the past and it is the first time that the stent would not detach after correct placement. The action taken straight after this was that dr did not have another evolution stent and the procedure was ended. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jul-2025.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 11-jul-2025. Investigation - evaluation device evaluation the evo-fc-r-20-25-10-e device of lot number c2183530 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th of february 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: stent returned deployed and detached from the device. Red marker at the first dimple before ponr. Functional inspection: handle actuating fine for deployment and recapture, no issue observed. The reported failure was not observed as clinical settings could not be replicated. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. As per (B)(4) (prd0301 - production instruction for evolution esophageal fully covered stent loading) step 3.1.10. "Place the stent over the peek tube" step 4.3. "Slide the tip (28-096) over the adhesive on the peek tubing until it stops." Step 9.10. "Ensure the peek tubing is not threaded through the target feature, see example of a non-conforming unit below. Remove stent and repeat steps 9.8 ¿ 9.10 if necessary." A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0067) states the following: ¿after deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed, delivery system can be removed safely¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause can be attributed to a manufacturing issue with the device. As per customer testimony it was noted that the stent was fully deployed and attached to the delivery system by the lasso loop. From the manufacturing process steps, the stent is placed over the peek tubing in step 3.1.10, during this step the peek could have been fed through the lasso loop/target feature of the stent. The tip is then attached onto the peek in step 4.3. A check is in place in step 9.10 to ensure that the peek tubing is not threaded through the target feature however if not noticed in this step, the stent would remain attached to the introducer after deployment. Even though the device was returned separated from the delivery system, this could have happened in transportation, or the customer may have removed the stent from the delivery system before returning the device. An internal non-conformance (capa00147) was initiated to investigate this occurrence. Multiple attempts were made to gather additional information but the customer could not provide any information. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action / correction an internal non-conformance (capa00147) was initiated to investigate this occurrence. Summary of investigation according to the customer, the stent was fully deployed but was still attached to the device. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be attributed to a manufacturing issue with the device. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental correction report is being submitted to update rpn from evo-fc-20-25-10-e to evo-fc-r-20-25-10-e after new information received 09-apr-2025.

Manufacturer narrative:
Supplemental correction report is being submitted to update rpn from evo-fc-20-25-10-e to evo-fc-r-20-25-10-e after new information received 09-apr-2025. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.